Event description:
It was reported that after an atrial flutter cardioversion, the shock lead impedance (sli) of this right ventricular (rv) lead was out of range. Device data showed that this is the second time the sli went out of range. The first time the sli measurement was greater than 200 ohms. Technical services suggested to try to provoke an of range reading, with multiple impedance measurements during isometrics. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.